Event description:
On (B)(6) 2012, pt reported the infusion sets have leaked insulin since she started a new box on (B)(6) 2012. Her blood glucose elevated to above 300 mg/dl, and her normal range is 80-120 mg/dl. She attempted to bolus to decrease her blood glucose, and the infusion device displayed an e4 occlusion error. She noticed the infusion set adhesive was wet and verified that ¿everything looked fine.¿ she delivered another bolus, and the infusion set leaked insulin again. She removed the infusion set, and the cannula was not bent or kinked. She inserted 2 new headsets and continued to experience insulin leakage and e4 occlusion errors. She believes it is the cannula that is leaking insulin. She did hear an audible click when the tube was connected to the headset. She rotates her infusion sites and inserts the headsets manually. The infusion sets were replaced and requested for eval, and pt was sent an infusion set insertion device. The pt did not require treatment from a health care professional or second party to address the issue. Three additional attempts were made to f/u with the pt, and these were unsuccessful.